Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The cause of death was reported as "arteriosclerotic cardiovascular disease".

Manufacturer narrative:
According to the investigation, the patient's death occurred 6 weeks after discharge from the hospital. The cause of death was reported as arteriosclerotic cardiovascular disease (coronary disease). The death was not related to the valve.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 2 months. The cause of death was not reported. According to the discharge summary, the patient had aortic valve replacement for stenosis. The patient was discharged from the hospital on (B)(6) 2010 in "good" condition and was ready for transfer to a skilled nursing facility. No other details regarding event were provided.